Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions 25.0-25.3 and 50.1-51.3 cm from the connector pin breaching the outer insulation consistent with friction to another device or feature of patient¿s anatomy. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.